Event description:
Sales rep (B)(6) did not have the exact date this occurred. She was informed today of the incident. They received bag empty alarm. This pump did not have any air in line alarms - set to 24 hr chemo therapy - bag finished 5-6 hrs early - bag 250 ml. Additional information received from the customer: pump serial # (B)(4). The 500 ml bag started (B)(6) 2012 at 5:34 pm. Rate set at 21 ml/hr. This medication was intended to last 24 hrs. Bag emptied at 12:13 (air bubble alarm). Medication emptied within 18.8 hrs.; not 24 hrs as intended.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4). In a follow up call with the facility, the biomedical technician from the facility stated the pump was tested and no malfunctions were found with the pump. He confirmed that there was no pt injury or intervention needed. The investigation on the device is on-going at this time. A follow up report will be provided after the inspection results are available.